Event description:
It was reported that customer experienced cgm error message while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset procedure, error did not recur after reset, and customer successfully started new sensor session.